Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported there was uneven operation of the mesher reported by the hospital's warehouse/technical dept. There was no harm and no delay involved. No adverse consequences were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair; product evaluation: product review of the meshgraft ii serial number (B)(6) by flextronics on 24 april 2020 revealed that the reported event could not be replicated. They did find sticky material on the top of the handle that could not be removed, and the cutter was damaged,. The pre-repair sample graft also passed. Product repair: repair of the device was performed by flextronics on 07 may 2020 which included replacement of the following: meshgraft cutter and handle the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.